Event description:
Customer indicated that, the calcium results were higher than expected for two specimens. Customer indicated that, the specimens were sent out to another lab for confirmation testing prior to providing the results to the physician. The field service engineer verified system functionality and was unable to duplicate the issue.